Event description:
It was reported that, when connecting the system to the venous access or to a 3-way tap, the union nut jumped off and the system fell to the ground. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of five (5) products; the samples were received in used conditions; three (3) samples were received without their original opened packaging and two (2) samples were received without their original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the return connector was detached from the triple lumen tube in the five (5) samples; no return connectors were received. The most probable causes are: the operator did not follow the procedure and applied the proper amount of solvent on the union between the return connector and triple lumen tube. The bonding with a lack of solvent was not detected through the in-process inspection. Action(s) taken to mitigate the reported issue(s): retrained the production personnel to reinforce the bonding operation between the return connector and triple lumen tube.